Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer also reported multiple pump error alarm. Customer was able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged keypad unresponsive/button error alarm/insulin pump error 3/19/53/81 alarm found on july 20, 2022. The insulin pump passed the displacement test and self test. All buttons function properly and no insulin pump error 3/19/53/61/81 alarm noted during testing. Successfully downloaded history files and traces using thump. Insulin pump error alarm found in the insulin pump history file/trace on july 20, 2022 at 02:08:47 due to hardware error. Insulin pump error on july 20, 2022 at 02:08:26 due to hardware error. Insulin pump error alarm on july 20, 2022 at 02:08:47 (line number 16384 file number 10252) due to hardware error. Insulin pump error alarm on july 19, 2022 at 20:46:28. Insulin pump error alarm on july 20, 2022 at 02:06:53 due to hardware error. Insulin pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly/electronic assembly/motor assembly. The connector on electric board 1 was locked properly during visual inspection. Insulin pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails and scratched case. Keypad unresponsive/button error alarm was not confirmed. Insulin pump error 3/19/53/81 alarm confirmed due to hardware error. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.